Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned product found the screw had fractured along the thread and the hex of the screw had been slightly damaged. Although a complete dimensional analysis cannot be performed due to the damage, visual inspection and review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. No lot or order number has been provided. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
It was reported that this screw had fractured.